Event description:
Pt needed ng [nasogastric] tube for feedings. It was inserted via left nare, but afterwards, once the feeding via pump was started through the ng tube, it was discovered that the tube had a hole in it. It had to be removed and a new one placed. Unfortunately, I do not have any other details regarding this incident; I don't even know where abouts (proximal or distal) the leak may be.